Event description:
A customer observed an outlier valp result while testing qc fluids on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the precision of the system was within acceptable limits. The outlier result was not repeatable. Datalog analysis did not identify any analyzer malfunctions. Calibration responses and parameters were typical. The root cause of this event is unknown.